Event description:
Information received from the field does not address the patient's clinical status but notes that during the initial interrogation when measured data was taken, the programmer screen froze. No error messages were displayed. Two attempts to reinterrogate the device with different programmers were unsuccessful. A magnet rate of 73 ppm was